Manufacturer narrative:
Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Shiftily production transition notes were reviewed. There were no issues noted that would cause cells to be damaged or leaking. This batch has been reviewed from a manufacturing perspective. There were no investigations related to cells damage/leaking for this batch at the time of release. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation by the site, the complaint can not be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
A couple of the thermacare heatwraps that she has were leaking, with the powder coming out of the cells [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps) (device lot number s91709, expiration date jun2020) from an unspecified date for joint pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she got a notice from (company name) about a recall involving thermacare heatwraps. A couple of the thermacare heatwraps that she has were leaking, with the powder coming out of the cells, so she threw them out. The affected products were part of a 4 or 5 box multipack. The only box she has left is the thermacare heatwraps multi-purpose joint pain, but she is not sure if the affected products came from this box or not. She does not remember what kind of thermacare heatwraps the other boxes in this multipack were, other than they were longer than the thermacare heatwraps multi-purpose joint pain wraps. The packaging was sealed and intact. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Shiftily production transition notes were reviewed. There were no issues noted that would cause cells to be damaged or leaking. This batch has been reviewed from a manufacturing perspective. There were no investigations related to cells damage/leaking for this batch at the time of release. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation by the site, the complaint can not be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (01nov2018): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are needed. No further information is expected. Follow-up (24oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "leaking with the powder coming out of the cells" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Comment: the event "leaking with the powder coming out of the cells" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.